Manufacturer narrative:
The customers reported complaint of keypads not functioning appropriately was confirmed on all six (6) returned pump modules. Review of the downloaded error log showed no errors or malfunctions recorded related to the keypad assembly on 5 out of 6 returned pump module. Pump module s/n (B)(4) recorded 210.6020 error message on 11 january 2019. Functional testing and asm keypad task testing confirmed all of the devices failing to respond to keypress. Internal inspection of the 6 returned pump modules observed: discoloration on the keypad flexible circuit open ground trace (pin #5) on the keypad flexible circuit. Findings on the customer returned pump modules are consistent with failure investigation report dir: (B)(4). ¿chemical attack to the flexible circuit can influence cracking by making the circuit more brittle and weaker against areas of small bend radii.¿ ¿a cracked flexible results in an ¿open¿ circuit and an unresponsive keypad¿ alaris system user manual dir (B)(4) v 00 instructs the user on proper cleaning procedures. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
It was reported that the alaris devices keypads are not functioning appropriately. The record shows that the devices were purchased in (B)(6) 2017. And were put into service in april 2018 after being checked through biomed. In january, 2019 a bd field service representative came on site and completed pm on these devices. After the devices were put into service for approximately 6 months it was noted that the keypad failures began.